Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section e3, occupation, of the initial medwatch report stated: blank section e3, occupation, of the initial medwatch report should have stated: third party servicer section g2, report source, of the initial medwatch report stated: distributor section g2, report source, of the initial medwatch report should have stated: other / third party servicer new information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The ventilator was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.